Event description:
Hosp advised that an infusion of kalium was set up using a non alaris administration set. The pt was undergoing dialysis at the same time. Both the pump and the dialysis instrument alarmed; the nurses responded to the alarms by restarting both the instruments and did not observe that a free flow of kalium had occurred. Medical intervention was required.